Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a tb-stenting procedure during the (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a bronchial stenosis. During the procedure, the stent failed to deploy at all from the delivery system. No visible issues were noted with the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition was reported to be stable. Note: an image received of the complaint device shows the stent to be partially deployed. Therefore, this is considered a reportable event.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a tb-stenting procedure during the (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a bronchial stenosis. During the procedure, the stent failed to deploy at all from the delivery system. No visible issues were noted with the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition was reported to be stable. Note: an image received of the complaint device shows the stent to be partially deployed. Therefore, this is considered a reportable event.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 6 mm. The shaft was kinked at approximately 120mm proximal to the distal tip. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this event is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.